Manufacturer narrative:
Date of occurrence and date of (implant) surgery estimated based on reported information. The device was not available; therefore, product testing on the actual device could not be performed. The devices identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). Please reference 2032546-2019-00082 for patient's second operative eye.

Event description:
It was reported that following bilateral cataract plus trabecular micro bypass stent system procedures, the patient presented approximate six (6) months postop with iop increase which required additional glaucoma medication. The patient reported being on four (4) glaucoma drops, and that the surgeon planed to intervene with laser treatment. The patient declined the consent request to contact the surgeon, and no additional information was provided. This report references the patient's first operative eye.